Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the print queue was empty. A technical support specialist (tss) remotely accessed station and logged in as carefusion admin. The zebra printer was verified as online, and the fujitsu printer was confirmed as the default. The print queue was empty. The zebra printer was reconfigured per knowledge article, how to configure zd410 zebra printers in windows 10, settings were validated, and a test print completed successfully. The station was rebooted back to application, and printing was confirmed to be working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label printer was not printing. Labels were coming out blank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.